Manufacturer narrative:
Concomitant medical products: product ID: 4968-35 lead, implanted: (B)(6) 2017. The initial reported event of infection was received on 05-oct-2017. Of note the serious injury of infection was timely submitted via an alternative summary report on 31-jan-2018. Follow up information was subsequently received on 09-mar-2018 that confirmed that indicated the lead had high thresholds and ¿came apart¿ during the explant procedure. As this new information does not qualify for summary reporting, this report is therefore being submitted as a bimonthly report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The implantable pulse generator (ipg) was explanted and replaced. It was further reported during the explant procedure the surgeon noted that the epicardial lead had come apart. Despite known high thresholds, an attempt was made to repair the lead, but it was not successful. Therefore, the lead was partially explanted, and the remaining portion was capped and remains implanted. The lead was not replaced. No further patient complications have been reported as a result of this event.